Event description:
It was reported by an attorney that a patient underwent a total trans-vaginal mesh procedure in (B)(6) 2007 and mesh was implanted. The patient experienced significant back pain, continued to suffer incontinence and felt mesh cutting into her and pulling on her bladder. No further information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)